Event description:
It was reported that when using the bd pyxis¿ medbank tower validation code which was provided from the pharmacy did not work. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A technical support specialist (tss) advised that pharmacy will need to add the medication to the patient¿s profile to enable access. Alternatively, pharmacy can provide an override code, allowing the nurse to use the 'add item' feature to retrieve the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower validation code which was provided from the pharmacy did not work. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.